Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The site~rite 8 unit was visually inspected upon receipt and was found to be in poor physical condition. Other observations: ¿ the device arrived with software version 1.0.3 installed. ¿ the battery cycle count was not initially visible. A software update was attempted; however, error ec111 appeared. A firmware update was then performed successfully. (This was found and resolved during evaluation and does not need a separate file). ¿ the battery cycle count was 171, which is below the pre-critical threshold of 250. ¿ the probe was found in poor condition, with separated housings and a damaged cable. An image was displayed; however, the left and top buttons were not functioning, and noise was observed in the image. This is related to the reported issue of the broken probe buttons from use-related damage. Error code/alarm: (siterite 8) ec111 root cause: the reported issue of a broken probe with detached buttons is confirmed. Upon receipt, the probe was found damaged, with separated housings and non-functional buttons. The damage is consistent with wear from normal use. The probe will be replaced.

Event description:
It was reported broken probe - detached buttons. The equipment was returned to the service center, who assessed and evaluated the equipment. The following conclusions were noted. Initial condition: the site~rite 8 unit was visually inspected upon receipt and was found to be in poor physical condition. Other observations: ¿ the device arrived with software version 1.0.3 installed. ¿ the battery cycle count was not initially visible. A software update was attempted; however, error ec111 appeared. A firmware update was then performed successfully. ¿ the battery cycle count was 171, which is below the pre-critical threshold of 250. ¿ the probe was found in poor condition, with separated housings and a damaged cable. An image was displayed; however, the left and top buttons were not functioning, and noise was observed in the image. This is related to the reported issue of the broken probe buttons from use-related damage. Error code/alarm: (siterite 8) ec111 root cause: the reported issue of a broken probe with detached buttons is confirmed. Upon receipt, the probe was found damaged, with separated housings and non-functional buttons. The damage is consistent with wear from normal use.